Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow up report will be submitted.

Event description:
It was reported that the patient had a procedure on (B)(6) 2014 with a bifurcated and a suprarenal aortic extension. Subsequently, the patient presented to the emergency room with abdominal pain. Computed tomography revealed an endoleak. Angiogram was performed which showed possible distal endoleak in left iliac limb versus type 3b endoleak. A bifurcated placed with excellent results and patient is in stable condition.